Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was not secured and fully inserted into the header of the device. A revision procedure was performed and the rv lead was reinserted into the header to resolve the event. The patient is stable with no consequences.